Event description:
After an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced a neurological event and headache. The patient went to the ER and was admitted. The physician¿s opinion on the cause of this adverse event was that it was an incidental finding after the left side ablation. No intervention was provided. The outcome of the adverse event was fully recovered (no residual effects). The report indicated that four days after afib with an unknown varipulse catheter, the patient experienced a neurovascular event. The atrial fibrillation procedure was on (B)(6) 2026 and the patient came into the ER on (B)(6) 2026 with a headache and was readmitted for the night. The patient had a history of brain bleeding. Both an MRI (magnetic resonance imaging) and CT (computed tomography) were performed, and a very small lesion was noticed on the brain using MRI. The lesion was not large enough to be picked up on the CT. The patient had no neurological deficit besides the headache. It was unknown if any medical intervention was provided. It was believed that the patient was still in the hospital for observation. The last known patient status was stable. The information received indicated that the event was discovered after us of biosense webster. No intervention was provided. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because going to the ER on (B)(6) 2026 and was re-admitted for that night. The date of discharge was not known. 39 total pfas (pulse field ablations) were completed.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that a total of 39 pf (pulse field) ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia (transient ishemic attack). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).